Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual and x-ray was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead had failed to sense. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.